Event description:
A report was received that the patient had an infection. The patient was prescribed antibiotics as well as used neosporin. The infection has subsided and the patient is reportedly doing well.

Event description:
A report was received that the patient had an infection. The patient was prescribed antibiotics as well as used neosporin. The infection has subsided and the patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information was received that the location of the infection was the ipg site. Oral antibiotics were given prior to the culture. The physician does not believe the infection is device or procedure related or that there was an infection. A review of the sterilization records of the ipg found them to be satisfactory.